Manufacturer narrative:
Prytime is reporting this MDR because we are unable to ascertain whether the surgical repair of the reboa access site was related or unrelated to the issues encountered during removal of the ER-reboa catheter. Multiple attempts were made by personnel on prytime's clinical affairs team to contact the physician for further follow-up, but no responses have yet been received. With regard to the reported incident, the ER-reboa catheter functioned as expected within the specifications of the device. The ER-reboa catheter utilizes a compliant occlusion balloon which is designed to rupture before causing damage to a vessel, as a risk mitigation for over-inflation. In this case, 20cc of fluid was used to inflate the balloon which is more than what is typically required for occlusion.

Event description:
On 10/5/2020 prytime received a written report of an ER-reboa balloon rupture that occurred at (B)(6) hospital, (B)(6). The event description is as follows: "on (B)(6), trauma patient brought to operating room for exploratory laparatomy, right groin exploration and repair of right common femoral artery. The patient had a reboa placed during evaluation in trauma bay earlier on same date as patient had been hypotensive with brief loss of pulses followed by rosc after acls. During the surgery, the decision was made to take down the reboa balloon as the blood pressure was normalizing. Suction on the balloon port yielded a few cc's of serosanguineous fluid, suspicious for balloon rupture. The abdominal aorta was palpated and a decompressed balloon was felt. Attempts to withdraw the reboa were unsuccessful with normal force. Another trauma surgeon was consulted and they agreed to remove the reboa and sheath together without retracting the balloon into the sheath. After removal it was noted that the balloon was indeed torn. The patient tolerated the procedure well. She was discharged to rehab on (B)(6) 2020." The following details were provided during a follow-up phone call between the operating physician and prytime quality personnel. Patient was initially given blood products and showed minor response. Physician gained percutaneous right cfa access and deployed balloon to zone 1 using depth markers as a guide. Physician noted patient was obese with approximately 7 cm distance between skin level and right cfa where access was obtained. No imaging was used for confirmation of balloon location. Physician reported inflating slowly while watching monitor for bp response and monitoring syringe plunger for tactile feedback. Physician indicated she never saw a pressure response nor felt feedback on the syringe plunger. After injecting approximately 20cc of fluid into the balloon, she drew back on the plunger to deflate and aspirated blood, noting the balloon had leaked. Physician attempted to remove the catheter through the sheath, but met significant resistance when the balloon met the end of the introducer sheath so instead she removed the balloon and sheath as a single unit. Physician clarified that the reported right common femoral artery repair was performed to close the access site used for reboa, and was not a part of the patient's initial injuries.